Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the infusion set and cartridge prior to calling into tandem technical support; therefore, troubleshooting was unable to be performed. Customer's blood glucose level was 222 mg/dl.